Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a veterinary partial lung lobectomy, the staple got stuck in a locked, closed position on the lung tissue after firing. A second handle and reload were used and just did a slightly larger lung lobectomy to remove both the tissue and the stuck cartridge. After the surgery, the technician was able to open the stuck cartridge and removed the lung tissue.